Event description:
Device malfunction: hole in balloon lumen. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that the fox sv was inflated several times in an artery below the knee. The same fox sv was then inflated several times in the tibial artery. The guide wire was pulled back and readvanced during the procedure. After inflation in the tibial artery, it was noticed that the 0.018 terumo guide wire was located in another vessel than where the shaft of the balloon was located. The entire dilatation catheter was removed from the pt anatomy and a hole was noted in the lumen of the balloon. A second fox sv was used to successfully complete dilatation of the target vessel and there were no adverse pt effects.

Manufacturer narrative:
The device has been received; however, the investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any add'l relevant info.